Manufacturer narrative:
The light souce model number tl300 was provided; however, of the model numbers of the rigid telescope and light cable used in the case were not provided. According to the information received thus far: the incident occurred as a result of the warming of the rigid telescope (5mm 30 degrees). The hospital does not know which specific light and optics cable they used in the surgery; however, a tl300 light source was confirmed to have been used in the case. Preliminary investigation shows that the use of the equipment was not in accordance with the manufacturer's instructions, as it is forbidden to place the telescope directly on the patient. The customer is aware of the fact that the use was not in compliance to the IFU, however, moh requests that the manufacturer check the light source and provide his report for this event.

Event description:
As per manufacturer incident report #(B)(4) received from the factory in (B)(6): the reported event happened in (B)(6). Towards the end of a thorax surgery, the surgeon placed the telescope near the patient's face while the light source was on. After a short time, the anesthetist noticed that there was a slight burn in the sheet. This caused a slight burn near the patient's chin. The patient was treated with an appropriate ointment.